Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station lost telemetry monitoring and was unresponsive to inputs. No patient or user harm was reported. The customer was unable to troubleshoot at the time of the call. Follow up communication with the customer confirmed that telemetry monitoring was restored, but the cause of the issue and the remediation was not known. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.